Event description:
It was reported that during a pt incident, the customer's device locked up and was unable to function on the pt involved. The ems crew on scene did have a back up device which was used to continue pt care. The pt did not suffer any adverse effects from the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.